Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: there was evidence of short battery life leading to a replace battery alarm on (B)(6) 2017. The battery compartment and cap were undamaged and fit securely. The ¿ez-prime¿ sequence was successfully completed with all current readings out of specification; therefore, a short battery life was duplicated. The pump¿s cover was removed and moisture was found internally.